Event description:
During insertion of the catheter via the left jugular vein, the sheath dilator perforated the vein. The chest was opened and the hole was repaired. The patient expired shortly after the repair.